Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) underwent a successful device follow up on (B)(6) 2023. However, during a scheduled remote follow up two days later, several anomalies were present in the data, suggesting memory corruption had occurred. The latitude report indicated the device was in MRI protection mode, was at eri, and had tachy therapy off. Engineering review of the device data noted a reset had occurred on (B)(6). Analysis of the log files showed therapy remained programmed on, but the patient was implanted for secondary prevention and had recent appropriate therapy from the device. Therefore, this s-ICD was explanted and replaced. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This device was subjected to detailed laboratory testing. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. Further review of the device data found the reset occurred shortly prior to the latitude transmission, and the single event upset likely occurred about one hour before the reset. Engineering concluded the observations were not caused by the routine testing and follow up of the patient's concomitant leadless pacemaker. The reset that occurred restored the s-ICD memory back to normal; the device did not actually enter MRI mode and did not reach eri battery status. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of a single event upset caused by high energy particles in the environment.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) underwent a successful device follow up on june 6, 2023. However, during a scheduled remote follow up two days later, several anomalies were present in the data, suggesting memory corruption had occurred. The latitude report indicated the device was in MRI (magnetic resonance imaging) protection mode, was at elective replacement indicator (eri) battery status, and had tachy therapy off. Engineering review of the device data noted a reset had occurred on june 8. Analysis of the log files showed therapy likely remained programmed on, but this patient was implanted for secondary prevention and had recent appropriate therapy from the device. Therefore, the decision was made to explant and replace this s-ICD to ensure the patient was protected. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.